Event description:
Physician reported, customer was hospitalized for low blood glucose. Physician stated customer primed her pump while connected. Troubleshooting was not completed at time of call. No futher details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.